Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt experienced no stimulation sensation after bumping into an exercise machine approx one week prior. The pt had bruising at the ins site. The pt had been directed to contact the hcp. Add'l info has been requested, but was not available on the date of this report.